Manufacturer narrative:
(B)(4). Product evaluation pending. Issue reported as alert could not be cleared by operator. Serial number unavailable at this time. It will be supplied with follow up report.

Event description:
It has been reported that the device voice prompts are not functioning correctly.